Event description:
A medical journal reported that the consequences of implanting single and dual chamber leadless aveir pacemakers (lps) on tricuspid valve regurgitation (tr) needs to be studied. Transthoracic echocardiography (tte) was used to visualize the tr. The results showed there is a lower incidence of severe tr after implantation of both single ventricular lp and dual chamber lps, indicating minimal clinically significant interaction of ventricular lps with the tricuspid valve.